Event description:
A part of the plastic safety mechanism for a 20g x ¾ mediport needle broke off prior to de-accessing patient's port. Nurse was able to safely de-access the patient and activate the safety mechanism. The defective mediport needle was saved